Event description:
During aneurysm coiling, fifth coil did not detach after fifteen minutes of movement back and forth. A second unsuccessful attempt was made after three minutes, and re-aligning the detachment markers. A new detachment system was attached, again without successful detachment. When the coil was removed from the patient to replace it with a new one, it was found to be detached.